Event description:
It has been reported to philips that the image was not displaying on the flexvision monitor. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was unknown when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that connection of equipment. Upon further troubleshooting action, field service engineer (fse) found issue with displaying the image on flex vision by wcb installed in the rear part behind the monitor. The fse changed the configuration. After configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.